Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and this showed leakage when connected to oxygen source. Examination showed the device dump valve assembly came off from the oscillator block. The cause of the damage was not established., corrected data: corrected data- device information added to section d.

Event description:
Information was received indicating that during testing of a smiths medical pneupac regulator, an internal leak occurred with no alarm. There was no patient involvement and adverse effects.